Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure and elected to fill around the file to complete the procedure. The canal did have a sharp curve and the file broke at the curve. There was no report of injury to the patient.